Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. The device was received without the adhesive pad attached to the bottom housing. No damages or defects were observed with the adhesive pad's welds. The cause of the adhesive pad failing to adhere while worn could not be determined. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause skin irritation at the infusion site. The exact cause of the reported skin irritation could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that patient's bg (blood glucose) reached 402 mg/dl while wearing the pod longer than 48 hours. The adhesive was coming loose. The patient's cannula was found bent when removed from the infusion site (leg). The insertion point was a little red and swollen. For treatment, gave boluses then changed pod.